Manufacturer narrative:
The device was received by a company rep and is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The surgeon reported that microbubbles appeared from the vitrectomy cutter probe during surgery when he depressed the foot pedal. No additional info is expected.